Event description:
It was reported that a asm trach tube was used in combination with an automatic cuff pressure gauge. During the use of the product, a cuff air pressure drop alarm sounded. So the customer checked the product and noticed that the inflation line was caught under the shoulder of the patient. Also the inflation line for cuff was found torn off. No patient injury.

Manufacturer narrative:
One portex tubes bluselect was returned for the evaluation of the reported issue. The device was received in a plastic bag without its original packaging. Under visual inspection, it was noticed that the pilot balloon was detached from inflation line. 10001429-006 infl. Line s/assy soft-seal 9mm is assembled in smiths medical tijuana therefore secondary investigation object in-0101178 was created and complaint sample was resent to this site.

Manufacturer narrative:
Other, other text: upon device return, visual inspection was done at 12" and 16" and normal conditions of illumination. Physical investigation showed that the inflation line was detached from pilot balloon and a lack of solvent was observed on tip of inflation line. Root cause analysis led to manufacturer issue.